Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose level rose to 510 mg/dl while wearing the pod between 37 and 48 hours. Lg attempted to deliver corrections but after 8 hours, lg changed the pod. Lg stated there was a drop of blood on the cannula and alleges the cannula was blocked.